Event description:
It was reported that the ilet generated alert 38 indicating a motor stall, after which the user performed a factory reset and then, under guidance, restarted the device and attempted setup. Symptoms included inability to proceed at the fill tubing step with repeated motor stall behavior. Outcomes included interruption of insulin delivery due to device malfunction requiring troubleshooting. Investigation included guided troubleshooting, device restart, verification of the infusion chamber for foreign objects, and repeated attempts to complete setup. Investigation of this case revealed persistent stalled motor behavior consistent with an internal pump actuation issue during tubing fill despite restarts and chamber inspection. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction related to the motor stall. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.